Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a moderately tortuous and calcified lesion located in the mid lad artery exhibiting 80% stenosis. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. The device was inspected with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. It was reported that the stent failed to cross the lesion and stent deformation occurred in vivo during removal of the device. The procedure was completed using another same sized resolute integrity des. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy, meaning that the event was procedural related and not device related. No patient injury reported.

Manufacturer narrative:
Evaluation summary: there was a kink on the distal shaft 18.5cm proximal to the distal tip. The stent was positioned on the balloon between the marker bands but was not meeting specifications due to stretching on the middle of the stent. Deformation was evident to the 7th, 8th and 9th distal stent wraps with struts raised and stretched. Deformation was evident to the distal tip. The 0.015 inch mandrel would not load through the guidewire lumen due to hardened blood in the guidewire lumen.